Manufacturer narrative:
Result of investigation: a vyaire service performed bench testing. All testing performed with a good known test ac adapter and patient circuit connected. Vent passed 144 hours extended tests at customer settings with no unusual alarms or conditions. Vent passed troubleshooting final test which includes many alarm and ventilation functions.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit is not functioning as intended while on a patient. The therapist started to do manual ventilation to the patient and confirmed that there is no harm noted on the patient.